Event description:
The user facility reported that a pt sustained chemical colitis after undergoing a diagnostic colonoscopy. Following the procedure, the pt was said to have experienced abdominal pain and bleeding stool and returned to the hospital two days later. The pt was re-examined and diagnosed with chemical colitis. The pt was reportedly doing fine and did not require any hospitalization or medical or surgical intervention.

Manufacturer narrative:
An olympus endoscope support specialist (ess) visited the user facility to further investigate this report. A representative of the aer manufacturer also visited the user facility and found no problems with the aer at the time of the ess visit. The user facility stated that the aer settings had been set incorrectly for the subject device, and residual disinfectant fluid may have remained in the device channels. The user facility has incorporated additional rinses with alcohol through the device channels to reduce the likelihood of recurrence. The user stated that they considered this event resolved and has elected not to return the device in for eval. This report is being filed as a medical device report in an abundance of caution. Reference manufacturer report number 8010047-2008-00121, for an additional related report from this facility.